Manufacturer narrative:
Omit: concomitant med prod data(8100), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, unique device identifier (UDI) #. Added pi to the unique device identifier (UDI)# field. Additional information : device eval by manufacturer? , imdrf annex a,g,b,c,d codes ,remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the secondary medication infused into the primary bag. There was no patient harm. Although multiple requests have been made, no additional information has been provided.

Manufacturer narrative:
Additional information : imdrf annex a, c, d, g codes.

Event description:
It was reported that the secondary medication infused into the primary bag. There was no patient harm. Although multiple requests have been made, no additional information has been provided.

Event description:
It was reported that the secondary medication infused into the primary bag. There was no information on patient outcome. Although multiple requests have been made, no additional information has been provided.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.